Manufacturer narrative:
Description of problem or event: new updated and corrected information is referenced within the update statements. Please refer to statement dated 13may2019. No further follow up is planned. This report is associated with 1819470-2019-00091 since there is more than one device implicated. Evaluation summary: a female patient reported that in (B)(6) 2019 her humapen luxura device was releasing less insulin than another manufacturer's device that she had. The patient experienced hyperglycemia. The device was not returned for investigation (batch 0907b03, manufactured july 2009). Malfunction unknown. A complaint history review for the batch did not identify any atypical findings with regard to dose accuracy issues. All humapen luxura devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring device functionality and dose accuracy with high probability. The patient reported she began using the device in (B)(6) 2010. The core instructions for use state the humapen luxura has been designed to be used for up to 6 years after first use. The patient also reported she had a vision problem. The core instructions for use state that the device is not recommended for the blind or the visually impaired without the assistance of a sighted individual trained to use the device. There is evidence of improper use. The patient used the device beyond the recommended use period and used the device while visually impaired. It is unknown if these misuses are relevant to the event of hyperglycemia.

Event description:
Lilly case ID: (B)(4). This report is associated with product complaint: (B)(4). This spontaneous case, reported by a consumer, who contacted the company to report an adverse event and a product complaint, concerns an adult caucasian female patient. The medical history of the patient included vision problem, described as hypermetropia and astigmatism; she did not see well, and diabetes since 1997. Concomitant medications included levothyroxine sodium for hypothyroidism and insulin glargine for type 1 diabetes mellitus. The patient received human insulin (rdna origin) nph (human insulin nph unknown manufacturer), unknown formulation, dose, frequency, route of administration, for type 1 diabetes mellitus, beginning on an unspecified date; and lispro insulin (humalog), cartridge, 6 iu in the morning, 6 iu at lunch, 6 iu before dinner, subcutaneously (in the abdomen), for type 1 diabetes mellitus, beginning in 1998. On unspecified date, the patient received insulin (unclear if human insulin nph or lispro insulin) via syringe and reused the needles; and on unspecified date in 2005, the patient started receiving lispro insulin via humapen luxura champagne. On unspecified date, unknown if it was during human insulin nph or lispro insulin therapy, the patient experienced worsening of hypermetropia and worsening of astigmatism. As corrective measure the patient wore glasses and magnifying glass, and did not recovered of these events. Also, it was provided the patient was deaf, described as thought that was not hearing very well. Information regarding corrective treatment and outcome was not provided. The human insulin nph therapy was discontinued on unspecified date. On unspecified date, the patient used lispro insulin cartridge with a device of another manufacturer by mistake, however, the patient did not experience any problem due to this. The patient was experiencing high glycemia, since on an unspecified date, due to humapen luxura champagne issue (lot number 0907b03; (B)(4)). It was described that humapen luxura champagne was wet and the patient thought the problem was with lispro insulin cartridge; and the injection screw of device was not coming down. Also, it was provided that one of lispro insulin cartridge was cracked. The patient received unspecified medications as corrective treatment for high glycemia and the outcome was unknown. It was stated the patient stored lispro insulin cartridge in use in the refrigerator, and that lispro insulin was not being dispensed in the correct packaging by the health center. It was also provided the patient received 8 iu instead of 6 iu of lispro insulin. No additional information about it was provided. Information regarding corrective treatment and outcome for the remaining events was not provided. It was provided the patient measured blood glucose before sleeping, however, results and normal range were not provided. As of (B)(6) 2019, it was reported that patients humapen luxura champagne was releasing less insulin than the other device that she had, in which was noticed that few insulin lispro was coming out during priming and during the injections as well (batch number: 0907b03; product complaint number: (B)(4)). Due to it, on an unspecified date, patient experienced hyperglycemia, in which her glycemia level reached around 500 (units and normal range was not provided) and it was not possible to decrease it injecting 10iu of insulin lispro. This event was considered serious due to medical significance by the company. Information regarding laboratorial exams, corrective treatment, outcome of the event and action taken was not provided. The patient was the operator of the device and it was unknown if she was a trained user. The patient has used this device model since 2005 and the reported devices since (B)(6) 2010. The devices were not returned to the manufacturer. The reporting consumer related the event of hearing decreased to patients age and did not related to diabetes; she did not relate worsening of hypermetropia and astigmatism to human insulin nph and lispro insulin therapies; she related the event of hyperglycemia to the device. No other opinion of relatedness was provided. Edit 22-feb-2016: the case was unlocked to add pc number. Update 26apr2019: additional information was received on (B)(6) 2019 from the initial reporter via call center. Added reporters alternate phone number; added another result for the lab data blood glucose; added serious event of hyperglycemia. Updated devices age. EU/ca device information completed. Narrative and corresponding fields were updated accordingly. Edit 02may2019: an edit was performed in order to add another humapen luxura champagne as suspect (batch number: 0907b03) and, thus, be able to link product complaint number. Update 13may2019: upon internal review of information received on (B)(6) 2019, added medically significant date to allow for appropriate device reports to schedule. Update 13may2019: additional information received on (B)(4) 2019 from the global product complaint database. Entered the device specific safety summary (dsss), updated the medwatch and european and (B)(4) (EU/(B)(4)) device fields, and added the date of manufacture for the suspect device associated with (B)(4). Entered the device specific safety summary (dsss); updated the medwatch and european and (B)(4) (EU/(B)(4)) device fields and malfunction from unknown to no; and added the date of manufacture for the suspect device associated with (B)(4). Corresponding fields and narrative updated accordingly.